Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. The patient underwent surgery on (B)(6) 2015. Pre-operative pump interrogation did not show that any motor stalls or errors had occurred; the pump was still programmed at a simple continuous rate (baclofen 500 mcg/ml at 30.9 mcg/day). The surgeon disconnected the catheter from the pump and was able to aspirate the catheter with the sutureless connector attached. The catheter access port on the pump was also flushed without difficulty. The existing catheter was then reattached to the pump and was aspirated without difficulty. The pump was then sutured in place and the catheter was checked again by aspirating it. No other intervention was done or needed. The patient experienced a return of symptoms specified as spasticity. The patient's status at the time of the report was specified as alive-no injury.

Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 500mcg/ml at a dose of 34mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. About a week ago the patient suddenly experienced a return of tone and pain. On (B)(6) 2015, a dye study was attempted; however, the physician was unable to aspirate from the catheter. The patient was referred to a neurosurgeon for further troubleshooting and probable revision. The patient was receiving oral baclofen. Follow-up is being conducted to obtain drug information, other medications that the patient was taking at the time of the event, medical history, actions/interventions, cause of the catheter issue and outcome.